Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed r wave amplitude variation, failure to retract and extend on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.